Event description:
Cochlear americas has recently been notified that an adult cochlear implant recipient contracted meningitis and recovered.

Event description:
Female contracted meningitis (streptococcus pneumonia) almost four years, following surgical implantation of her nuclues cochlear implant. Per her physician, she presented with no apparent risk factors for meningitis. At the time of hospitalization, she presented with ear pain, a middle ear infection, and mastoiditis in the implanted ear. She was hospitalized for 20 days and was treated both surgically (mastoidectomy) and with antibiotics (pencillin g4 mnega and recephin). The meningitic infection was presumed to be secndcaty to the untreated middle ear infection and mastoiditis. Although the patient wasn't vaccinated preoperatively, whe was inoculated at the time of her hospitalization. Her physician further indicated that she has now fully recovered from the illness and that she continues to benefit from her nuclues cochlear implant.